Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: 53yo obese, tibial component obviously loose ¿ explanted. Explanted femoral component w/out substantial bone loss, patella retained, no complications. A definitive root cause cannot be determined.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01232.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 183128 item name van ps open intl fem-lt 6565 lot # j3941926; item# 183099 item name vanguard fem pegs set 2 lot # 975950; item# 184766 item name series a 3 peg std 34x8.5 lot # 304200; item# ep-183642 item name e1 vngd ps tib brg 71/75x12x 12 lot # 671170; item# 141224 item name biomet cc I-beam tray 75mm lot # j3958309. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported by patients¿ legal counsel that the patient underwent primary left tka. Subsequently it was reported left revision of total knee two (2)years later for tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.